Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead and device exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed where fluoroscopy imaging did not yield any significant findings. During the lead extraction the physician could only pass the non-locking stylet three to four inches distally from the suture sleeve. After going down to a smaller non-locking stylet, the physician was able to pass it all the way down to the distal part of lead. During the course of the laser lead extraction, the non-locking stylet slipped and the tip separated from the body of the lead. The tip remains in the ventricle of the patient's heart. No additional adverse patient effects were reported.